Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the scale markings were missing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. The following information was provided by the initial reporter: "we have noticed issues with some of the 309657 lot # (01)00382903096572 where some of the markings on the syringe are non-existent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale markings were missing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. The following information was provided by the initial reporter: "we have noticed issues with some of the 309657 lot # (B)(4) where some of the markings on the syringe are non-existent."